Event description:
It was reported that during a lower anterior resection, the device was malfunctioned. No other information was available at the time of the call. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2024. D4: batch #502c70. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage and no anvil was received for analysis. The breakaway washer was not present and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved a complete firing stroke. The device was reloaded with staples, a new washer was placed on a test anvil. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 502c70, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: 1. Please provide more details of the device malfunction 2. Was the battery plugged in fully with backlight lit? Yes. 3. Was the device in range? Yes. 4. Was the safety disengaged? Yes. 5. Was the firing sequence started but not completed? No. 6. Did the device staple? Yes. 7. If yes, was the staple line complete (fully circular)? Yes. 8. Did the device have staple line issues? Surgeon did not see anything abnormal 9. Was the breakaway washer completely cut? Yes. 10. Were there two complete tissue donuts? Yes. 11. Was it a partial cut? If so what was cut partially, washer or tissue? No. 12. If yes/no, was there any issue with the cut surgeon stated that after firing device and the green check mark showed completed cycle he turned the knob two times but the anvil was difficult to remove causing the tissue to rip while removing the device. Another like device was used to re-do the anastomosis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.